Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had high reading up to 500 mg/dl and it went down to 24 mg/dl. The customer stated that he had reading of 90 mg/dl last week. The customer's blood glucose was kept in the 200's mg/dl. The customer mentioned blood at site. The insulin pump was not returned for analysis.